Manufacturer narrative:
(B)(4). Device evaluation summary: post market vigilance (pmv) led an evaluation of one single use loading unit opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the reload noted that it was fully fired. During functional evaluation, the reload was cycled successfully. Visual and functional testing of the returned product confirmed the device to have tested satisfactorily and the reported condition could not be confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a pancreas resection for gastric cancer, the tissue could not be released from the jaws. The stapling had been completed. The general status indicator illuminated blue and the reload status indicator was flashing green. He removed the battery and inserted it to idrive. The situation was not improved. He attempted to pull back the knife by manual tool. It became unable to rotate after several rotations. He thought that the knife had already returned to its original position. The tip of the reload was opened and the tissue was released from tube. The surgical time was extended by more than 30 min. There was no patient injury.